Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
The customer tried to load the lag screw onto the lag screwdriver, but the head on the lag screwdriver would not engage into the lag screw.